Event description:
During percutaneous coronary intervention procedure, the tip of the introduced micro catheter broke off. The broken tip remained with the catheter and was successfully retrieved by the surgical team. Case completed with another introduced catheter. No patient harm occurred from this detachment. Catheter sequestered and pieces sent to biomedical for logging and report to mfg. Manufacturer response for catheter, micro coronary 0.014", turnpike catheter (per site reporter):manufacturer to retrieve and evaluate device.